Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was inappropriately shocked and was brought to the emergency room where the patient also experienced a mild stroke. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was inappropriately shocked and was brought to the emergency room where the patient also experienced a mild stroke. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the inappropriate shocks were due to supraventricular tachycardia (svt) in the ventricular fibrillation (vf) zone. The resolution was to undergo an ablation procedure and continue to monitor. This device remains in service. No additional adverse patient effects were reported.